Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the locking components, bearings, and cable/cord/wiring of the motor device were damaged. It was determined that the temperature was above specification and the device had excessive noise level-(db). It was further determined that the device failed pretest for no short circuit between phases and connector body(42), no short circuit between hall sensor and connector body(42), no short circuit between 5vdc line and connector body(42), no short circuit between sensor gnd and connector body(42), safety assessment, noise assessment, air pump assessment, handpiece temperature assessment, hand control assessment, and motor thermistor assessment. It was noted in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.